Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that during a case after completing the spin, the surgeon took a chicken foot probe and placed it on the pedicle reporting an alleged inaccuracy of about a cm off the pedicle. Site reported another instrument was used and the same issue occurred. Site requested that a case be generated from the imaging system as well as the navigation system. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and verified navigated spin was accurate with in tolerance. Performed system checkout. System operated as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated; however, no software issue was identified. Complaint data analysis determined that the event was due to a user workflow issue. Verified that the navigated spin was accurate and within tolerance (right-side divot: 0.8 mm; left-side divot: 0.9 mm). A system checkout was performed, and the system was confirmed to be operating as intended. The software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.